Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that the serum or clot is not separating out very nicely. Customer tried taking multiple samples from different animals and compared them to a competitor tube as well. Item still failed to separate.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that the serum or clot is not separating out very nicely. Customer tried taking multiple samples from different animals and compared them to a competitor tube as well. Item still failed to separate.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1279764 d4: medical device expiration date: 2022-09-30 h4: device manufacture date: 2021-10-06 h6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd's technical service provided guidance and educational materials. This product is intended for human use only. Bd does not have animal data for this product family. The veterinary use is considered an off-label use of this product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10